Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 530 mg/dl at the time of incident and the current blood glucose level was 196 mg/dl. Customer other blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because the sugars have been high since they got the insulin pump. Customer reported they did performed displacement test and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08670 inches. (B)(4).